Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be identified, however, the possibility that transient, unexpected analyzer or reagent issues, or an unknown sample interferent or pre-analytical sample mix up had contributed to the unexpected result cannot be ruled out as contributing to the event. An ortho field engineer performed service actions to the multiple subsystems and following service actions acceptable within-run results were obtained indicating the vitros 5600 integrated system was performing as expected. The definitive assignable cause is unknown.

Event description:
The customer obtained a lower than expected tsh result on a patient sample tested using a vitros tsh reagent processed on a vitros 5600 integrated system. Tsh lot 4920 sample 1 = 0.047 versus expected 0.499 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected patient sample result was reported outside of the laboratory, however; the physician questioned the result and requested repeat testing. A corrected report was issued and there was no allegation of actual patient harm as a result of this event. (B)(4).